Event description:
Major pump unit(s) involved: blood pump. Additional text: compressed lv when standing. Ortho hypotension. Decided to run map higher. Specific component(s) involved: other component malfunction, specify. Other component: vad speed decreased with some resolution. Vad related vt. Causative or contributing factor: no specific contributing cause identify. Intervention(s): other interventions, specify. Other intervention : speed decreased on vad. Keep map higher on pt. Amio loaded. Implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: other component malfunction, specify.